Manufacturer narrative:
Initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was not returned, nevertheless the customer attached pictures of the device in a pouch, and in the first picture was observed that the pouch information matches with the complaint information. In other pictures were observed that the main coil was stretched. Also, blood was observed in the main coil fibers. No more damages were identified.

Event description:
It was reported that the interlocking arm got detached. A 8mmx40cm interlock-35 was selected for use. During the procedure, physician encountered resistance when inserting and advancing the coil into the catheter. The physician tried to retract the coil from the catheter, but the coil was deployed inside the catheter. Therefore, the catheter was removed from the patient and the coil was retrieved. After examining the coil in the sterile table, the interlocking system seems broken, stretched and crinkled. There were no patient complications reported.